Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had missing reservoir tube o-ring.

Event description:
It was reported that insulin pump had plastic o ring has chipped off. Customer stated that reservoir was able to lock in place. Insulin pump will be return for analysis.